Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the handle cannula broke when activating the basket. The procedure was completed using another trapezoid rx basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the handle cannula broke when activating the basket. The procedure was completed using another trapezoid rx basket. There were no patient complications reported as a result of this event. ***additional information received on september 6, 2022*** an emergency lithotripter was used to removed the basket from the patient.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of handle cannula break block h2: block b5 have been updated based on additional information received ''I caught up with the customer yesterday and they informed me that on each occasion the basket was removed by emergency lithotripter.'' That was received on september 06, 2022.